Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited error codes 4569. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the battery door was cracked, one of the battery separators was missing. The customer stated problem was duplicated. Error code 45639 appeared at startup. The main board was replaced for the repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.